Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was activated and end tone was reached but resulted in bleeding due to partial sealing. The device's performance seemed to improve, but the first handful of activations all resulted in a lot of bleeding.